Event description:
Device 2 of 3. Reference MFR report #s 1627487-2010-03477 and 1627487-2010-03479. The pt was implanted with three surgical leads on (B)(6) 2008. It was reported that his leads were explanted on (B)(6) 2010 due to fracture. Follow-up on the pt found no further issues reported. No further info is available.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.